Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for tissue damage, requiring a surgical procedure. It was reported that on (B)(6) 2016, the patient, with mixed mitral regurgitation, underwent a procedure treat mitral regurgitation (mr) of grade 3. One mitraclip was implanted at the central leaflet and the mr reduced to grade 2. A second mitraclip was needed lateral to the first. The clip was advanced and grasping attempts were made; however, there was no satisfactory reduction of mr. After three grasp attempts, the mr returned to grade 3 and leaflet tissue damage was suspected. Three additional grasp attempts were made; however, the mr was not reduced and the clip was not implanted. The patient underwent a mitral valve replacement surgery on (B)(6) 2016 and is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.